Event description:
One pt sample with discrepant sodium results. Initial result 125 mmol/l, repeat on same analyzer gave result of 141 mmol/l. Repeat on different analyzer, different method, gave result of 139 mmol/l. Initial result was not reported. The field svc rep was unable to determine a cause for the discrepancy. Performance tests were performed and within specification.